Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 473 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated they felt thirsty as one of the symptoms to the high blood glucose. The customer stated that their cannula looks bent. The customer was sent replacement sets.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.